Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an error message for an open pressure valve and battery heating up. There was no reported patient involvement.

Manufacturer narrative:
Based on additional information that the battery heating up was found prior to use, the reported failure is unlikely to cause death or serious injury or require medical intervention.